Event description:
Product malfuntion on 01/13/1999. Product: pt described product as "cvc" disposable, clear, cup. Pt called to report that the cap of the cup broke off the stem. Is cup available for return? No; were the lenses damage? No; was there personal injury? No; was there property damage? No.